Event description:
It was reported that the patient began having some pain a few months ago. He states that the pain is not debilitating but is an annoyance. The onset of pain is associated with physical activity like walking more than 20 minutes. He had an appointment with his surgeon on (B)(6) 2012 and had blood work and x-rays taken. He will be scheduled for a follow-up appointment when the test results are received.

Manufacturer narrative:
A review of the device history records indicates that reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed a voluntary recall (B)(4) was initiated for abgil and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
Additional information received: plaintiff alleges the left rejuvenate modular hip stem implanted on or about (B)(6) 2011 failed, causing excessive levels of chromium and cobalt in his blood. Plaintiff has not yet scheduled a revision surgery of the left hip stem.